Manufacturer narrative:
B3: unknown. H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that after the patient was hooked up with the device, at 12, it stopped working - manual malfunction per customer. No adverse patient effects were reported by the customer.

Manufacturer narrative:
Correction-d4 - primary UDI number. No device or device photo was returned for investigation. Due to this, no root cause was determined. The device history review of the reported lot number found no non-conformities during the manufacturing process.